Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 144 mg/dl and 49 mg/dl. Customer had symptoms of sweatiness, shakiness, and dizziness with the readings. Customer treated himself with food and drink. Customer was able to retrieve the food and drink on his own. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.